Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notification/s were opened for the source device. CAPA reference number (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Check IV set error. Using asm analog sensor task, the bottle side pressure sensor is the cause of the check IV set error. Recommend to replace the bottle side pressure sensor and gave part number.